Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the sorin s5 system. The incident occurred in costa rica. A livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a gas blender returned an alarm. It appears as air leak problem. There is no report of any patient injury.

Manufacturer narrative:
Based on follow up livanova tssi, some other components are involved, for example, a value deviation detected in co2. Device evaluation has been paused until receipt of spare parts. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: the affected part was returned to manufacturer's site for a detailed investigation. The unit has been disinfected, opened, cleaned, and checked. All gas connections were found rusty and therefore they have been replaced. Then the unit has been tested. During the test, alarm was displayed and it was confirmed that there was no gas flow of air, o2 and co2. The problem could be traced to gas flow meters and cable harness for air/o2/co2 defective, that will be replaced. Based on investigation results for similar events, a deviation in the components found defective cannot be excluded. In detail, sensors drift could have led to inaccurate flow measurement readings.

Event description:
See initial report.